Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 5 of 8. Reference MFR reports: 1627487-2011-01278, 01279, 01280, 01281, 01283, 01284 and 01285. The pt rec'd his scs system, including two ipgs, four percutaneous leads, and four anchors on (B)(6) 2010. The pt underwent an explant and replacement of two of the percutaneous leads on (B)(6) 2011 (reference MFR reports: 1627487-2011-01286 and 1627487-2011-01287). It was reported that the pt developed an infection around the lead incision site after the revision procedure. It was reported that the pt had removed his staples prior to his appointment with the physician. As a result of the infection, the physician explanted the patient's entire system. Culture results showed that the pt had a (B)(6) infection. The pt was allegedly treated with intravenous antibiotics. Follow up on the pt found that the pt was discharged home and is recovering from the infection. The physician plans to re-implant the pt.